Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after treating a suspected low glucose with four candies and juice on the first day of ilet use, the patient experienced hyperglycemia with a confirmed blood glucose of 310 mg/dl and a horizontal trend arrow; no infusion set leak or kink was observed, and no back-up therapy was used. Symptoms included no reported clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia for about one hour without medical intervention or ketone testing. Investigation included customer counseling on early ilet learning behavior, monitoring guidance, and recommendation to change infusion supplies if glucose continued to rise. Investigation of this case revealed no device malfunction observed during troubleshooting and education, with the event consistent with hyperglycemia following overtreatment of a presumed low while the system was in its initial learning period. It was concluded that the cause was user-related overtreatment of hypoglycemia in the context of normal device operation.